Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of permanent loss of antenna was returned on (B)(6) 2014. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient was using a transmitter that had expired. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.